Event description:
Medtronic received information that two years, three months post implant of this bioprosthetic valve, the valve was explanted and replaced with a medtronic bioprosthetic valve. No other information was provided; no adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts to obtain product return and additional information regarding this event have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that this bioprosthetic valve was explanted due to fungal endocarditis secondary to the patient's intravenous (IV) drug use. (B)(4).